Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
This instrument broke whilst being used by the surgeon during a total hip replacement. The surgeon was using a mallet to remove this broach when it broke.